Event description:
According to the patient's mother, the patient's blood glucose levels have been elevated for the past several days in the 400's mg/dl. On (B)(6) 2010, the patient's blood glucose level was 429 mg/dl, she was spilling trace of ketones, and she had symptoms of nausea and vomiting, so the patient's mom took her to the emergency room (ER). The patient was treated with an insulin injection. IV fluids, and medications for her nausea and vomiting. She was released the same day. The patient reportedly has had a stomach virus for the past few weeks and contacted animas to review the pump to see if there are any other causes for the patient's elevated blood glucose levels. The animas representative reviewed the pump with the reporter and noted that there were no defects found. The reporter was advised to consult with the patient's health care professional in regards to elevated blood glucose levels.

Manufacturer narrative:
The reporter claimed that the infusion site appeared normal, no bleeding and no leaking of insulin. The reporter successfully completed 4 units of air bolus with no issues. The patient's insulin appears normal and is less than 28 days old. The pump settings were reviewed with the animas and the reporter confirmed that they were correct. The patient did not report any physical damage to the pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.